Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis and elevated blood glucose levels (287 mg/dl). Customer was treated through intravenous fluids and insulin drip and released from the hosp the same day. Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received a supplemental form will be completed.